Manufacturer narrative:
Date sent: 07/17/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during lash procedure the blade broke and fell into the patient. The piece was retrieved. It is unknown how the case was completed. There was no patient consequence.